Manufacturer narrative:
Other text: additional information: h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Visual and functional tests were performed. One (1) sample was received in used conditions, without its original packaging. The sample was visually inspected at a distance of 12" under normal lighting to receive unit. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause is that valve damage occurred during the use of the device since the breakage occurred 3 days after the start of use, not during initial device installation. This condition can be attributed to incorrect handling of the device. The root cause was undetermined. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that three days after starting to use the product, the customer noticed there was an alarm sounding from the cuff pressure gauge. They checked the product and the one-way valve was found damaged. There was no patient injury reported.

Manufacturer narrative:
Other text: corrected data: b1, corrected data: corrected data: b1 product problem.